Event description:
Zimmer trabecular metal reverse shoulder base plate found to be defective when opened. A second plate was opened and used. The defective plate was not implanted nor charged to pt. Plate taken by vendor.